Event description:
The customer reported that the device would not pace as expected due to leads off messages. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device would not pace as expected due to leads off messages. There was no report of negative pt impact. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to service. As of 11/08/2010, there have been no further reports of this symptom with this device. We cannot determine the cause because the symptom could not be reproduced.